Manufacturer narrative:
Concomitant products: product ID 8575, lot # n0050973, implanted: (B)(6) 2005, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
The patient was in the ed (emergency department) and was "crashing." The patient was on a narcan drip. The ed physician wanted to stop the pump. He thought that the pump had been reprogrammed recently, but didn¿t know exactly when or the details. The interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.